Manufacturer narrative:
B3: on april 2025 was the reported month and year of the event, but the exact day not provided. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that when injecting medication solution into the cassette, the clogging was confirmed, and the medication solution could not be injected. The event occurred during priming. There was no patient involved.